Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error after an MRI exam. Customer's blood glucose was 130 mg/dl at the time of incident. Troubleshooting found that the pump also alarmed motor position encoder error. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump alarmed motor error during the rewind due to motor leaking oil and contaminating the motor home switch. Unable to perform operating currents or functional testing or verify the motor position encoder error alarm due to the motor error alarms. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.